Event description:
Additional information provided that the patient developed hemolysis and subsequently the impella 5.5 was explanted.

Manufacturer narrative:
The investigation for the reported optical issue and hemolysis has been completed. According to the clinical, on the fourteenth day of impella 5.5 support the patient's urine became a dark red color. The following day, multiple impella position unknown and impella in aorta alarms were recorded. The pump position was confirmed 4.9cm across the av. No attempts were made to resolve either issue. Product evaluation confirmed the presence of biomaterial in the outlet cage. Data log analysis confirmed suction prior to a motor current spike and no change in the 5s parameters. The cause of the optical signal issue was biomaterial. The cause of the hemolysis was biomaterial. Including instructions for use for hemolysis section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and while delivering support alarms occurred indicating "impella in aorta" and "impella position unknown." The physician believed the alarms were due to the patient's low native contractility. There was no patient harm reported.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿